Manufacturer narrative:
The dealer reported that the irc5po2v concentrator was smoldering/smoking lightly. During inspection in the warehouse it was noted the sieve bed appeared to be very black and dirty, one had a hole in it causing the sieve beds to leak inside the concentrator, the concentrator also had a broken top of the outer shell, deformed plastic from the heat, and the internal filer was also damaged. The concentrator was returned to invacare where the unit was evaluated. The concentrator¿s left sieve bed and pe valve tubing exhibited discoloration and deformation indicative of a melting event. Dark discoloration was noted around the rear shroud¿s filter cabinet, concentrated in the vicinity of the top of the left sieve bed. This event could have caused a smoldering/smoking appearance, as was alleged. The deformation left holes in the tubing which allowed sieve material to escape into the system and accumulate in the unit¿s base. Additionally, the product tank was displaced, the tank cap was broken, and the unit's sound box was visibly bent. All of this indicated the product tank may have experienced an over-pressurization event. The damages sustained by the left sieve bed/pe valve tubing and product tank indicate that this is the same failure. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The provider reported that the irc5po2v concentrator was smoldering/smoking lightly. It was noted that the concentrator had a broken top of the outer shell and deformed plastic from the heat. An internal filter was also damaged.